Manufacturer narrative:
The pushwire of the solitaire stent was returned for analysis. The device was examined and no issues were found with the marker coil of the pushwire. The detach ball weld was found to be slightly deformed. Based on the investigation, the cause of reported event cannot be conclusively determined due to the damage condition of the returned device. However, based on the information reported resistance and tortuous anatomy may have contributed to the reported event. Please note the solitaire fr instructions for use (IFU) warnings: do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. To retrieve thrombus, slowly withdraw the microcatheter and solitaire fr revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire fr revascularization device distally. Note: ensure microcatheter covers proximal marker. (B)(4).

Manufacturer narrative:
The device has been received and the evaluation is currently in progress. A supplemental report will be submitted once the evaluation is complete. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information that during treatment of an acute stroke by mechanical thrombectomy, it was reported that the resistance was experienced as the solitaire was being retrieved after the third pass causing it to separate from the pushwire and stretching the vessel at the same time. Prior to the event, the solitaire was deployed two times in the distal m1 and some clot was captured successfully. An attempt to make a third pass at a further location was made by deploying the solitaire at the branch between the m2 proximal through m1 and full reperfusion (ifr) and re-occlusion was immediately confirmed. There was no stenosis in any other area where the solitaire was placed. The solitaire currently remains between the m1 and m2. The patient was conscious post procedure, but no other information was provided by the customer. Per the physician, the fragile device will not be removed from its current location. The procedure completed without the vessel being revascularized. The vessel was severely tortuous with moderate diameter size. Medical intervention was not required.